Event description:
It was reported that during the procedure in the right coronary artery, pre-dilatation was performed using a non-abbott balloon, and a perforation occurred. An attempt was made to advance a 4.0x12 jostent graftmaster otw stent system in the right coronary artery for treatment of the perforation; however, the stent system could not cross to the perforation site. The device was removed and a 3.5x12 jostent graftmaster otw was advanced, but could not cross due to the calcified lesion proximal to the perforation. The patient expired. Reported cause of death was perforation of the vessel. Though requested, additional information was not provided.

Event description:
The customer contact reported the device did not deliver a dose when the button on the pt bolus cord was pressed. The pump was returned to the biomedical dept with a report of, "bolus jack is not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the button on the pt bolus cord was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Catalog# changed from 210cg1235 to 12746-12.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent graftmaster (part 210cg1240, lot 611293) indicated is being filed under a separate medwatch MFR number. The device was not returned for analysis. Failure to advance/physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Reportedly, the patient died due to the perforation. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the initial failure to treat the perforation may have possibly resulted in the cascade of patient effects and resulted in the patients death. The patient's anatomy was calcified which likely contributed to the reported failure to advance. Death is a known adverse event of coronary stenting as listed in the graftmaster otw instructions for use. Also reported was that the patient was taken to the emergency room due to respiratory distress prior to the procedure. A conclusive cause for the reported patient effect and their relationship to the product, if any, could not be determined. Although a conclusive cause for the patient effect could not be determined, the reported failure to advance appears to be related to the operational context of the procedure, and there does not appear to be any indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All stent delivery systems are 100% visually inspected for catheter and stent damage. The patient anatomy was calcified which likely contributed to the reported failure to advance.